Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that the patient had major surgery since (B)(6) and is still healing. Patient states they went to a new colon doctor and wanted the patient to call the manufacturer to see if the stimulator is working or not. Agent asked if patient was having symptoms and patient states, they have symptoms every day and way before the surgery. Patient did not think the therapy is working much. Patient did not have handset or communicator charged. Patient will charge equipment and call back to check to see if therapy was on. Patient asking agent to send a printout to the doctors office about if the stimulator was working. Agent asked for clarification but patient did not seem to know. Agent reviewed not having any kind of print out. Additional information was received from the patient on (B)(6) 2025. They reported that they connected with their implant and they are at 4.0 and when they increase stimulation past 4.5, they feel stimulation in their vaginal area more than their rectum. Patient stated they are not sure if therapy is working right or not. Agent reviewed therapy/stimulation expectations. Patient stated they think they need to turn it up. Patient mentioned today they were having a hard time getting it connected with their implant but stated they got it to connect. Patient reported as soon they turn on the external devices (handset and communicator) and connect with their implant they can usually feel stimulation of a pulse in their rectum (patient confirmed they feel this before they make any therapy adjustments). Patient reported now when they did that, they did not feel a pulse in their rectum so patient stated they thought maybe it is not working. Agent reviewed therapy/stimulation overview and expectations. Patient reported the stimulator is not working and patient is having a lot of problems, they can't go anywhere, and they have to be in a pull up and they can't go eat because they can't make it home in time and patient stated they don't know what is going on. Patient (pt) stated they went to a different doctor (dr) that pt stated they saw last week and that dr told patient to contact patient services to send information to their office if the stimulator is working and has it been working and what programming changes to make. Agent reviewed role of patient services and redirected patient to their healthcare provider to further discuss. Reviewed process for patient's healthcare provider to request rep at hcp appointment. Patient stated they will just wait until they go back to the dr and will have their dr contact the company. Patient later stated they think the stimulator is working but that they should not have to put it up that high and reported they think it should not affect their vagina. Patient reported it is very uncomfortable/is painful but stated they are trying to get their rectum/colon to where they are not going to the bathroom so much but reported it does not seem like that is working so that is why they went to turn it up. Patient confirmed therapy was at a comfortable level on the call. Patient reported they are not sure what is not working. Patient mentioned it took about 15 minutes to get connected to their implant and stated they think it was because they we nt in a different app and then it allowed pt to connect. Patient mentioned current implant was placed very deep in pt because "last time when I had it, it stuck out". Patient also stated they don't think it's working in their colon and they should not be having all these accidents. The patient was redirected to their healthcare provider to further address the issue. When asked for event date, patient stated "today when I turned it on". Agent called to update with device registration following call with patient. Additional information was received from the patient on (B)(6) 2025. Patient called back and referenced patient letter that they received and reiterated "it's not working on my end" that they don't think it's "hooked up" to their "sphincter muscle" correctly because when they turned the stimulation up, they would feel the stimulation in their vaginal area and not in the rectal area. Patient said they'd only feel it in the rectal area if they turned the stimulation way up. Patient said they switched doctors because their previous doctor (the implanting healthcare provider on record)"messed" them "up" and 'destroyed me" and that they'd had so many surgeries in the past year and that they were still healing now and couldn't bear another surgery. Patient said the new hcp they were seeing was a colleague of the initial implanting doctor and they kept telling them before they did anything for the patient, they had to talk to their initial implanting doctor and they were having "major problems." Patient stated now when they turned the stimulation up, they didn't feel the pulsing at all unless they went up really high. Patient said they were at 4.0 ma. Patient services reviewed stimulation considerations as well as ins battery longevity considerations with the patient. Patient was escalated on the call and said they would have to talk to their doctor and then call back later. Patient said they had an appointment scheduled for (B)(6) 2025 so hopefully they'd have some resolution then and then they disconnected the call so patient services was unable to collect any further information.